Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customers blood glucose level was reported in the 500s mg/dl range. Customer administered a correction bolus via pump to address bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.